Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause. The product has not been returned. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a buildup of something white on the lens, which was described as looking like a streak of salt. It could not be buffed out and seemed to be stuck on the lens. Subsequently the lens was removed during initial procedure. Additional information received stating that in the surgeon¿s opinion, something white was stuck on the lens prior to insertion.